Event description:
A malfunction alarm with code malf 12 was reported but did not result in the customer's blood glucose levels exceeding 500 mg/dl, indicating no adverse impact on their health. Technical support provided information for resetting the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur afterward. The customer was able to continue using the pump and was advised to contact support if any issues returned.